Event description:
Implant was placed 1/30/97 and removed 3/12/97.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.